Event description:
Bd insulin syringes (ultra fine needles) (B)(4) has been having issues with their needles in each pack of 10 within a box of 100, where there is no needle only the plunger inside. Dates of use: (B)(6) 2018 - (B)(6) 2018. Diagnosis or reason for use: sugar testing. Event abated after use stopped or dose reduced: no.